Manufacturer narrative:
Failure analysis noted that the pump had constant motion sensor test failure alarms during rewind due to out of phase motor encoder signal. The pump had cracked reservoir tube lip. They were unable to confirm the motor error alarms or motor position encoder error alarm in the alarm history due to the constant motion sensor test failure alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm, motor position encoder error alarm, and motion sensor test failure alarm. The blood glucose at the time of the incident was 182 mg/dl. The customer walked into an MRI with the pump on. They were unable to run the displacement test as the pump was stuck in rewind/prime. Troubleshooting was not able to resolve the issue. The device was returned for analysis.